Event description:
Caller reported that vertical lines were appearing on the screen, which had been worsening. Blood glucose levels were not adversely affected and remained within a normal range. Reportedly, customer reverted to manual injections for insulin therapy.